Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.50/4.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim##(B)(4).

Manufacturer narrative:
Lens explanted and received. Additional information has been requested but none has been forthcoming. Claim # (B)(4).